Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user, who stated that the "legs have shifted while in use," reportedly causing him to have fallen twice while using the bench. The end user did not specify whether he sustained injury or received any medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.